Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a revision wherein one lead was replaced as it was visibly broken when the splitters were removed. The patient was doing well following procedure.

Event description:
A report was received that the patient underwent a revision wherein one lead was replaced as it was visibly broken when the splitters were removed. The patient was doing well following procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-30, serial #: (B)(4), description: linear st lead, 30cm. The explanted devices were not returned to bsn as they were kept by the medical facility.